Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: litigation record received. Litigation alleges pain and suffering.

Manufacturer narrative:
(B)(4) added: (patient/device).

Event description:
Pfs and medical records received. In addition to what were previously alleged, pfs also alleges soreness and clicking. After review of medical records, part/lot information were provided.

Manufacturer narrative:
(B)(4).

Event description:
There is no new allegations reported. Updated part and lot numbers of the impacted products. Added lawyer and ticked as initial reporter. Doi: (B)(6) 2013 - dor: none reported (left hip).

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.